Event description:
The customer stated that the accu-chek comfort curve strip expiration date is 03/31/2009. The electronic inventory system expiration date for the strips is 03/31/2006. Batch record verification also confirmed the expiration date as 03/31/2006. No actions taken or treatment given based on event. No adverse event reported. New strips sent and return requested.